Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, on (B)(6) 2014, patient underwent a revision procedure allegedly due to fractured acetabular screws. The cup and head were removed and replaced with competitor components.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, on (B)(6) 2014, patient underwent a revision procedure allegedly due to fractured acetabular screws. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet modular head and taper adapter and a competitor acetabular cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.